Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 4 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1425101) indicated that the mynx lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: after prepping the device and inserting the mynxgrip (5f) vascular closure device into the procedural sheath, the balloon was inflated and device was pulled back as directed in the IFU. After feeling the first resistance and continuing to pull back to the device, the balloon ruptured prior to meeting the 2nd resistance. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: diagnostic coronary vessel size: 7 mm stick location: medium sheath size: 5f.